Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection. Reportedly, the patient had mitral valve replacement and during surgery the physician found vegetation on the valve. There were no additional adverse patient effects reported. The rv lead was explanted.